Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a, cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported the end user declined troubleshooting. Per reporter residual volume was: 6.7, rate 2 and 85.30 was given. No adverse patient effects were reported. No additional information is available at this time.